Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: puerto rico.

Event description:
Unomedical reference number (B)(4). Event occurred in the puerto rico, u.s. It was reported that the patient was hospitalized due to high blood glucose (bg) levels and experienced a bg level of 500 mg/dl at the time of the incident. The patient reported high bg levels, presenting with symptoms of dehydration and blood in the urine. The patient received treatment in the form of manual injections and hospitalization, including an insulin drip. The hospitalization lasted for one day, starting on (B)(6) 2024. The patient is currently experiencing high bg levels. No further information available.